Manufacturer narrative:
(B)(4).

Event description:
It was reported that during system upgrade procedure, insulation damage was seen via fluoroscopy. The lead was capped and replaced. There were not electrical abnormalities neither lead noise episodes. The patient was fine after.